Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Anatomy involved: appendix. Procedure: lap appendectomy. According to the reporter: bag ruptured upon pulling out specimen. The difficulty did not result in any tissue damage or patient injury. No device fragment fell into the patient.